Event description:
On 02/09/2010, the patient reported an e4 (occlusion) error was displayed on the infusion device while attempting to bolus. The infusion set and insulin cartridge had been in use for 1 day. The patient changes the infusion site every 2 days and the infusion tubing every 6 days. Her blood glucose was elevated to 453 mg/dl. The patient disconnected from the infusion site and primed without error. She reconnected to the infusion site and bolused 5 units and an e4 was displayed after 3-4 units were delivered. She was advised to change the infusion site. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.